Event description:
A copy of the customer's medsun report was received. Per the report: "the pt was immediate post op for emergency coronary artery bypass surgery, left internal mammary artery to the left anterior descending, saphenous vein to first diagonal artery, saphenous vein to the second diagonal artery and saphenous vein to the posterior descending artery. The IV pump alarmed disconnected chamber on the pt's admission into the room. We tried to reset but could not reset. We disconnected the chamber and clicked it back into place but still would not reset. Had to get another IV pump and placed IV set on it. This was a critical care gtt on a pt that had just came out of operating room with neo-synephrine (neo) infusing and his bp dropped while trying to get ner restarted."

Manufacturer narrative:
(B)(4). Customer stated that the product will not be returned because the devices were not sequestered. The device serial numbers were not identified so no failure investigation could be performed. The root cause of the customer's experience was not identified.